Event description:
The customer reported to olympus that while using the xenon light source, the unit experienced scope communication error, b30. There were no reports of patient harm or delay associated with the reported event.

Manufacturer narrative:
While speaking with the olympus technical assistance center (tac), the customer was unable to replicate the error with the device. The scope used did not generate errors when troubleshooting. Tac recommended verifying the scope used that generated the error and cleaning contacts as recommended to see if an error occurs. The customer will try remedial action sent and reviewed with scope that generated error if possible and will call back with an update. The customer was contacted to check on the status of the complaint, and the customer replied that the case could be closed out. The subject device will not be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined as the device was not returned for evaluation and the error was not reproduced while troubleshooting over the phone. However, it is likely that the phenomenon occurred due to a contact failure to the contact. Olympus will continue to monitor field performance for this device.